Manufacturer narrative:
(B)(4). In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured between march 18, 2013 ¿ march 19, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation: the device was received for evaluation. During visual inspection white particles ranging in size from 0.15 ¿ 0.40 mm were observed floating in the fluid within the bladder. Fourier transform infrared spectroscopy determined the particles to be acrylic material. The reported problem was verified. The cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the balloon of a small volume intermate. The particulate matter was found before patient use. There was no patient involvement. No additional information is available. This is report 3 of 3.